Event description:
Hcp reports pt was receiving a decreased therapeutic response. There have been no volume discrepancies at pump refills. A CT was performed which showed no granuloma, no catheter leaks, and correct catheter placement. An indium dye study was also performed-completed in 8/2004. Again there were no leaks found. There are plans to explant and replace the pump. The pt is currently on supplemental oral medication.